Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She called nurse direct and they provided tips for removal of the pledget. Consumer stated she was finally able to remove the pledget after five hours. She did not seek any additional medical attention and did not experience any adverse health effects.